Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported tachycardia, anemia, and hematuria could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 brand name, d4 catalog number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 64-year-old male patient was admitted with acute decompensated heart failure. Initial treatment included inotropes and intra-aortic balloon pump (iabp). The patient was found to have a small left ventricle on echo and it was determined that an impella 5.5 should be placed. The patient had intermittent runs of ventricular tachycardia (vt). Patient being worked up for transplant versus left ventricular assist device. He required a blood transfusion due to low hemoglobin. The patient had overt hematuria however, plasma free hemoglobin and haptoglobin were negative for hemolysis. The patient was transplanted on (B)(6) 2025 without incident. The hematuria cannot be attributed to hemolysis as lab work was normal. The tachycardia could have been post impella insertion but cannot confirm.